Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported during incoming inspection prior to the release for pt use the device did not deliver. Though requested, no additional info was provided.